Event description:
A stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant, was reported as moderate calcification in the aortic neck. It was reported six days post stent graft implantation, the cardiomemes detected an unknown endoleak. The physician elected to balloon the entire stent graft system, and put in an extra large palmaz in proximal aorta. The cardiomemes sensor was still indicating an unknown endoleak. The patient will be monitored. The delivery catheter was discarded by the user facility. No additional clinical sequelae were reported.

Manufacturer narrative:
Results: endoleak. Unknown cause of endoleak. Conclusion: unknown cause of endoleak. Secondary intervention was performed.